Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl, ipg, implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced dizziness and syncope. The physician found oversensing on the right ventricular (rv) lead and adjusted the lead programming. One week later, the patient experienced light headedness, syncope, and chest pain. Interrogation found intermittent failure to capture on the rv lead as well as high thresholds. The physician could not tell if the loss of capture was due to the rv lead or the device so both were replaced. No further patient complications have been reported as a result of this event.